Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: one electronic photo was reviewed. The photo showed the distal end of an atlas pta catheter extending out of an unknown sheath. Bunching was identified on the proximal end of the sheath, near the hub of the introducer, likely indicating retraction issues. Based on the photos provided, the investigation was confirmed for sheath related retraction issues. Conclusion: the device was not returned. One photo was submitted for review. Based on the photo review, the investigation was confirmed for sheath related retraction issues. The definitive root cause for the reported retraction issue was not determined based on the available information. It was unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during retraction, post the first deflation, the health care provider (hcp) allegedly had difficulty retracting the pta balloon through the 7fr introducer sheath. Reportedly, no further treatment was provided as the vessel was reported to be patent with good blood flow and the procedure was completed. There was no reported patient injury.